Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that according to the patient's managing physician, the patient was hospitalized for a few days, got better, and then was discharged home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that version of the physician programmer at the time of this report was the "samsung tablet, version 2.0 synchromed app".

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported that the patient had a dose increase of 11.8 percent at his refill two days ago. The healthcare provider (hcp) stated that 24 hours ago the patient began feeling dizzy and then last night became increasingly nonresponsive. Today, he had hallucinatory behavior and seizure like activity on the left side and they were concerned he was either experiencing withdrawal or baclofen toxicity and want someone to come interrogate the pump. The technical services (tss) transferred the hcp to the national answering service (nas). Additional information was received from a consumer (con) stated that the patient came in for a refill, and the pump physician changed the concentration to 1400 mcg on the programmer, while the patient actuality received 2400 mcg/ml. The technical services (tss) calculated with the programmed daily dose of 951mcg/day at the programmed concentration, the patient got 0.679 ml/day or 1,629mcg/day. The company representative (rep) stated that the physician wanted to drop patient down to 750 mcg/day because he had altered mental status (ams) and was actively overdosing. The rep asked if she should program a bridge since tablet was prompting that. The tss reviewed correcting concentration in programming and changing dose down to 750 mcg/day but no bridge necessary since drug concentration in pump was not changing. The tss explained the pump will slow down immediately after update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.